Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On (B)(6) 2020, olympus medical systems corp. (Omsc) received the literature titled "endobronchial ultrasound needle breakdown during transbronchial needle aspiration". This study was conducted endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) for a (B)(6) years old man with severe chronic obstructive pulmonary disease and nonsmall cell lung cancer. In the literature, it was reported that severe hemorrhage resulting from needle breakdown during ebus-tbna. During the ebus procedure, the needle of the subject device broke and remained lodged in the bronchial mucosa. Upon attempts to retrieve the needle, it dislodged and fell inside the body. Further attempts to remove the needle were complicated by significant endobronchial hemorrhage and resulting hypoxemia, which required emergent intubation. After deep suction and mechanical ventilation, the hemorrhage subsided, the patient¿s respiratory status improved rapidly, and the patient was extubated successfully. The patient was admitted for observation in an intensive care unit. Three days after the procedure, the patient spontaneously expectorated the needle during a bout of cough. Based on the available information, detailed information of the subject device was not provided. Omsc will submit one medical device report (MDR) for severe hemorrhage resulting from needle breakdown during ebus-tbna with the subject device.